Event description:
A ventilator was scheduled for preventative maintenance servicing to be performed by the manufacturer. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, the device failed a flow test step during preventative maintenance servicing. The 3 way solenoid valve, proportional valve, and flow sensor were replaced to resolve the issue. The device passed all further testing.

Manufacturer narrative:
On previously submitted report, a ventilator was scheduled for preventative maintenance servicing to be performed by the manufacturer. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, the device failed a flow test step during preventative maintenance servicing. The 3 way solenoid valve, proportional valve, and flow sensor were replaced to resolve the issue. The device passed all further testing. The proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve functioned as designed and operated without issue or error codes.